Event description:
It was reported that the device was not retaining data, time, date, settings, every time it is turned on. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was intact and a damaged air detector sensor. The customer stated problem was confirmed. The device was found to have not retaining data, time, date, and settings every time it is turned on during testing. In addition, the device also found intermittently alarming error code 44228 while testing which indicate a problem with microprocessor board issue. It determined that the microprocessor board was corrupted and the root cause of the issue. The microprocessor board was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.